Event description:
I am an insulin pump user. Tandem t2 slim for my diabetes. I had to switch from dexcom g6 to freestyle libre 2+ about three months ago the first week I had to request three replacement products from them for a loss of connection to my pump. My pump is always within 4 to 6 inches of the sensor on my arm and I have constant drop off of signal. This has happened according to my pump app graft in the middle of the night when my sugar was approaching 70 I would have a loss of signal for approximately 12:30 hour. This is extremely dangerous and could cause serious harm. Every single sensor I have had from abbott laboratories has had a failure. I spoke with their customer service, but they did not understand my concern or my question as to the distance that the sensor should be able to be from my pump dexcom is 20 feet and it worked perfectly fine. My fear is that I would drop low and not know it due to this loss of signal even with wearing my pump at my shoulder level 2 inches from the sensor. It drops off and I have loss of signal abbott just freely send you out a new one without any questions asked I believe FDA should investigate this product because anyone that is trying to use cgm may experience the drop off at the wrong times such as being extremely high or extremely low again this is a very dangerous and could lead to a sugar low enough to cause unconsciousness. Thank you for your time. Hecc: 4582. Dpc: 1581. Reference reports: mw5175215, mw5175216.